Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu1724 showed no other similar product complaint(s) from this lot number.

Event description:
A register nurse at the facility reported to the sales rep that the plastic extension tubing of the reliance xk catheter twisted and kinked. It was stated that an unusually high rate was noted when dialyzing through the catheter. The register nurse expressed it seems as though the tubing is much thinner than what the staff has previously noticed with the same catheters. There have not been an changes to the catheter maintenance, cleansing or catheter locking procedures. No patient injury reported.